Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed, and no evidence existed to support user's complaint. During analysis, the reported "fails accuracy" problem was able to be duplicated. Two test results, +6.29% and +7.46% were outside the published customer specification of +/-6.0%, and one, +4.65%, was outside the internal specification of +/-3.0%. It was noted that the expulsor was out of calibration and was the cause of the reported issue. Service replaced and calibrated the expulsor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during bench-testing of this smiths medical cadd solis vip pump, the pump failed flow testing. Reported that there was no patient involvement.